Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical colostomy closure procedure, the customer informed the technical support engineer (tse) the maryland bipolar in arm 2 was broken and stuck in the patient. The customer was assisted with guidance for removing the defective instrument. Once removed the customer replaced the instrument and resumed with the procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken main tube approximately 1.5695" from the distal tip. A piece measuring approximately 1.93mm x 2.83mm was missing and not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional investigation revealed that this event was also reported in the related MFR 2955842-2025-03217. Correction: h8 updated to "initial use of device".